Event description:
The customer reported two cases in which the light pipe fiber probe was at 100% power and started smoking. This report is for the second of two pts. The smoking was observed prior to entering the eye. Another probe was opened and the case was completed. There was no pt injury. For the first pt, reference MDR #2028159-2008-00253.

Manufacturer narrative:
Two probes have been returned for investigation and analysis is pending. A supplemental MDR will be filed as necessary when additional info becomes available.